Event description:
The facility representative contacted baxter to report that the infusor was not infusing during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. The serial number provided is (B)(4), however; this serial number is inaccurate. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a service history review revealed that this device was previously serviced for the reported condition. A trend review revealed that similar reports have been received. Baxter will continue to monitor these reports and additional information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.